Event description:
Customer reported receiving reading of "44" with the freestyle flash compared to a reading of 70 mg/dl on the one touch meter. Customer dosed to the reading of 44 as they felt nervous and shakdy. Customer observed the readings had decimal points. Meter was incorrectly set to the mmol setting and the customer misdosed based on the perception that readings were in mg/dl. Customer was not treated and no serious injury had been indicated from customer's descrittion of the event.